Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was above 500 mg/dl. Customer had treated with manual injection. The customer refused troubleshooting and stated that he had already tried everything listed in the manual. Advised that it could potentially be a reservoir or infusion set issue. Informed customer that we will be able to replace the insulin pump and to call back once her blood glucose goes down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).